Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient's ipg became inoperable after an unrelated procedure where the ipg was not set to surgery mode. Troubleshooting was able to resolve the issue.

Manufacturer narrative:
An event of communication after surgery was reported to abbott. The patient did not put the device in surgery mode during an unrelated surgery. The system was recovered through abbott intervention. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.